Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant components: model number/catalog number: (B)(4). Serial number: n/a batch/lot number: (B)(6) model/catalog description: reservoir flat iz 100 ml d4 unique identifier (UDI):(B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the pump was also functionally tested. Testing of the first cylinder revealed a hole in the outer sleeve, broken fabric threads, and a hole in the inner tubing from fatigue in the proximal end. Additionally, the first cylinder had a hole in the outer tube from krt wear in the proximal end, and leak testing confirmed a leak from fatigue. Regarding the second cylinder, microscopic examination showed a hole in the outer tube from krt wear in the proximal end, broken fabric threads from wear, and two holes in the proximal end from sharp instrument. Leak testing confirmed two leaks from sharp instrument. Concerning the momentary squeeze (ms) pump, krt were worn to the filament; however, the pump passed leakage and functional testing. Finally, regarding the flat reservoir, wear and two holes were observed at the corner of a fold in the reservoir shell from fatigue, and leak testing confirmed a leak at the same location. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.